Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient has not gone to the bathroom since friday, they went on their diaper and on the bathroom. Caller said patient has been eating but has not had a bowel movement for 7 days. Caller said they don't remember how the setting got to 1.5 on program 1. Caller was successful to decrease the therapy setting. Agent reviewed some brief device education information and the options to turn therapy off or change programs and recommended they work with their doctor. Caller was redirected to patient's doctor. Additional information was received from a healthcare professional (hcp) on 2025-apr-25. The hcp reported that the cause of the settings being unexpectedly on 1.5 on program 1 was not determined, no likely cause was noted, and the hcp noted that the issue was not resolved, but no further action will be taken.